Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records a review of the complaint history were not conducted because the device was not returned, and the part and lot number was not reported. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible the device broke during insertion due to interaction with difficult anatomical conditions. Based on the investigation there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 2/27/2024. D4: the UDI is not known as the part and lot number were not provided. Medwatch report #mw5152269.

Event description:
User facility medwatch report received that states,¿ as reported by the edwards field clinical specialist, arterial access obtained on the right side, with a proglide, perclose was advanced and broke in the artery while trying to deploy suture. The esheath was placed in the left femoral artery and tavr procedure continued. The sapien 3 ultra was then successfully deployed with no complications. A cut down on the right femoral artery was performed for repair. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."